Event description:
Customer reports that his device read hi while the doctor's device read 101mg/dl within 5 minutes. No treatment was received. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.